Event description:
In 2009, caller alleged false negative results. No more details available.

Manufacturer narrative:
Control lot: 100miu/ml hcg urine control, lot: hcg081008-01; 25miu/ml hcg urine control, lot: hcg080821-03; 240.0iu/ml hcg urine control, lot: hcg081231-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. More investigation will be done when the urine sample is returned from customer. Nothing abnormal found in batch review, and the product number, product description and lot number were verified.